Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 110mg/dl. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Reportedly, the pump is kept in the customer's pocket. Tandem technical support educated the customer in regards to abrupt temperature changes to the pump. The customer was to connect back to the infusion set tubing and resume insulin delivery.